Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per customer, patient information and additional event information were not available.

Event description:
It was reported that the extension set cracked at infusion site, opposite the needleless connector.

Event description:
It was reported that the extension set cracked at the infusion site, opposite the needleless connector. Although requested, there is no additional event or patient information available.

Manufacturer narrative:
The customer¿s report that the extension set cracked at infusion site opposite the needleless connector was confirmed. Craze markings were observed around the set's male luer/spin lock assembly hub/collar. No other issues were observed. It is unknown how the markings occurred. Inspection under magnification observed the male luer/spin lock assembly had craze markings around its hub/collar. The set was also pressure tested and no leaks were observed. The customer provided photo reflected no obvious damages or issues observed on the set components, based on the photo. The root cause was not identified.